Manufacturer narrative:
(B)(6). It was reported by the customer during an esp that the cardiosave intra-aortic balloon pump (iabp) malfunctioned by showing heart rate values on the pump twice what the bedside monitor showed. Specialist performed troubleshooting with the md and determined that the ECG electrode placement was incorrect. After replacing the electrodes and changing the placement position the monitor showed appropriate ECG waveform and great numbers.

Event description:
It was reported by the customer during an esp that the cardiosave intra-aortic balloon pump (iabp) malfunctioned by showing heart rate values on the pump twice what the bedside monitor showed. Specialist performed troubleshooting with the md and determined that the ECG electrode placement was incorrect. After replacing the electrodes and changing the placement position the monitor showed appropriate ECG waveform and great numbers. There was no patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0002029 in your database.

Event description:
N/a.